Manufacturer narrative:
Through follow-up communication related to a similar complaint from this customer, livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient at an estimated distance of two (2) meters from the surgery field. Reusable heating blankets were not used by the hospital and the water quality monitoring was not applied nor the h2o2 checked every day in disagreement with what prescribed by the IFU. Since it was not possible to retrieve further information on the hospital cleaning practices, it can be assumed that this incorrect practice has not changed. As per device instructions for use the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This deviation may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in monza, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae post-disinfection procedure. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.